Event description:
Pt was a critically ill premature infant whose central line (peripherally inserted central catheter) was noted to be leaking at the t-connector. One touch glucose was obtained; it was noted to be "critically low" at 15. An "icc" bolus dextrose 10 water was given immediately with an increased in glucose level to 46. A repeat glucose was performed after the connector was changed and the intravenous fluid had been running through the peripherally inserted central catheter line, and again it was noted to be 45.